Event description:
A customer contacted beckman coulter inc. (Bci) regarding a low glucose result generated by the synchron lx20 clinical system. The original result was 2mg/dl, and upon critical rerun a result of 120mg/dl was obtained. The specimen was tested on a different instrument which duplicated the 120mg/dl result. The result of 120mg/dl was reported out of the lab. Patient treatment was not affected.

Manufacturer narrative:
Customer states calibration and qc were performing acceptably. No service was requested or initiated. Root cause for this event is unknown at this time.